Event description:
Pin fell out of triathlon femoral impactor/extractor during case. Pin remained inside the sterile area/sterile and surgeon was able to reinsert the pin and continue using the instrument with care. The case was completed as originally planned. There were no adverse consequences or medical interventions. There was a procedural delay of approx 5 minutes.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.